Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the device remains in service. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.

Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck, which caused the erroneous programmer message that there is a magnet present that was observed clinically. Boston scientific crm has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality. Additional testing was not able to confirm the clinical observations of noise or premature battery depletion.

Event description:
Boston scientific crm received information from the local sales representative (sr) that this patient is scheduled for radiation therapy. During the pre-radiation device check and upon interrogation, a yellow screen message indicated a magnet is in place, but there was no magnet present. Bsc technical services (ts) assisted with troubleshooting, and suspected that the reed switch was stuck on this device, although a memory download would be required to confirm this suspicion. It was also reported that the device was not emitting beeping tones, and should be. The sr stated that the daily measurements (dm) were n/r for the past two months, and there was one stored episode of nonsustained noise which coincided with a patient surgery three months ago. A battery voltage drop was also noted. Ts advised the missing dms would indicate that the reed switch was closed, with no beeping and no therapy, for nearly two months. The device longevity may also have been reduced. It was confirmed that the patient didn't have any episodes during that time. Three days later at the post-radiation device check, interrogation revealed another yellow screen message confirming that the reed switch was stuck. Ts recommended programming changes to restore dms and tachy therapy, and to inform the physician of enable magnet use to off change. The device remains implanted and it is unknown what action will be taken until the radiation therapy has been completed. Subsequent information indicated that automatic capacitor re-formations (acf) were not being performed by the device. A save to disk was sent to boston scientific for analysis. Analysis revealed that patient triggered monitor (ptm) was not toggled correctly to allow for acr. Ts suggested toggling ptm on then back off to resolve the issue. No adverse patient effects were reported.